Event description:
Reporter alleged blood glucose measured hi at 7:05 and customer gave himself what was thought to be 8 units of insulin. It was reported customer now thinks he was feeling low glucose during that time due to not being as alert 30 minutes after dosing with insulin and paramedics were called. Reporter stated paramedics tested 28 mg/dl on their meter and gave customer an IV, contents not provided, before taking him to the hospital. Reporter indicated the hospital thought customer was having a stroke due to other symptoms. It was reported the test strips being used at the time of the alleged incident were expired. A request was made for the return of the suspect device and replacement product was sent.